Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 2 alleged false positive sars results. Customer communicated they were confirmed sars positive 9 days earlier but are feeling better and feel they should be testing negative. (Report 1 of 2).